Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaint could not be determined; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. In this case, it is possible that the use of multiple devices and/or technique contributed to the reported device damaged by another device; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI is not known as the part and lot number were not provided. Attachment: article titled, "longitudinal stent elongation: a rare complication of third-generation drug-eluting stent platform".

Event description:
It was reported through an article of a case study regarding longitudinal stent deformation (lsd) during ostial deployment. The patient presented with acute anterior st-elevation myocardial infarction (stemi). Echocardiogram showed left ventricular ejection fraction of 52% with regional wall myocardial infraction in the lad. Angio showed 90% mid lad to the ostium disease. A 2.75x30 non-abbott stent was deployed and post-dilatation was performed with a 2.75 traveler balloon at 18 atmospheres and with a 3.0, 3.5mm traveler balloon at 14 atmospheres. After the post-dilatation with the 3.5 traveler balloon, the stent was observed to be elongated to the left main having extra length of 2.33mm and extensive flaring exposing a dissected intimal flap at the lad ostium. A 4.0x18mm xience alpine stent was implanted to cover the deformed stent segment. A 4.5mm traveler balloon was used for post dilatation with good angiographic result and good expansion and deployment of the stent. No additional information was provided.